Event description:
As reported by the affiliate, there was restenosis in the left superficial femoral artery. The patient was treated with plain old balloon angioplasty (poba). The patient recovered. The patient was a (B)(6) male. The intended procedure was a pta of a target lesion that was located in middle of the superficial femoral artery of the left leg. The rate of stenosis was 100%. On (B)(6) 2013, a smart control stent was placed in the target lesion without any issue. About 5 months later, on (B)(6) 2013, the patient felt cold on his left inferior limb. As treatment, the patient underwent a revascularization by pta (poba) in his left superficial femoral artery and left anterior tibial artery. The patient recovered. This is a case from (B)(4) smart pms for sfa and the case number is (B)(4).

Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, there was restenosis in the left superficial femoral artery. The patient was treated with plain old balloon angioplasty (poba). The patient recovered. The patient was a (B)(6)-year-old male. The intended procedure was a pta of a target lesion that was located in middle of the superficial femoral artery of the left leg. The rate of stenosis was (B)(6). The length and diameter of the lesion are unknown. It is unknown if the lesion was pre-dilated prior to stent implantation. The original lesion was not within a stent. It was mildly calcified and lightly tortuous. The lesion was not angulated or ostial. On (B)(6) 2013, a smart control stent was placed in the target lesion without any issue. There was no distal disease left untreated and the stent covered ¿health tissue to health tissue.¿ it is unknown if there was a residual stenosis. The post-procedure regimen for antiplatelet therapy and patient compliance with regimen are unknown. About 5 months later, on (B)(6) 2013, the patient felt cold on his left inferior limb. The restenosis of the sfa was located within the stent. The restenosis rate was (B)(6). There was no thrombus within the lesion. As treatment, the patient underwent a revascularization by pta (poba) in his left superficial femoral artery and left anterior tibial artery. The patient recovered and the patient¿s symptoms resolved after the poba treatment. This is a case from (B)(6) smart pms for sfa and the case number is (B)(4). The product remains implanted in the patient; therefore it was not available to be returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15656348 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) of the artery is often associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process.

Manufacturer narrative:
The device remains implanted in the patient; therefore it is not available for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(4). (B)(6).

Manufacturer narrative:
Initial reporter's name is (B)(6). Contact information is unknown. Additional information was received: the length and diameter of the lesion are unknown. It is unknown if the lesion was pre-dilated prior to stent implantation. The original lesion was not within a stent. It was mildly calcified and lightly tortuous. The lesion was not angulated or ostial. There was no distal disease left untreated and the stent covered ¿health tissue to health tissue.¿ it is unknown if there was a residual stenosis. The post-procedure regimen for antiplatelet therapy and patient compliance with regimen are unknown. The restenosis of the sfa was located within the stent. The restenosis rate was 100%. There was no thrombus within the lesion. The patient¿s symptoms resolved after the poba treatment. The product remains implanted in the patient. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.